Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 304 mg/dl. The customer was hospitalized for weakness of the legs on (B)(6) 2015 at 2:30 pm. The customer was treated for the high blood glucose with insulin drip. The customer was not able to stand on his legs. The customer was assisted with preforming a high pressure test on their insulin pump. The insulin pump passed the high pressure test and the customer was advised to monitor the insulin pump for any future issues. The customer was advised to talk to their health care provider to find out what may have caused the unexplained high blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.